Event description:
The patient was noted by a family member to be bleeding from her IV. The IV was assessed and the tubing was still luer-locked onto the IV but had broken off at the luer lock hub. The patient had been sleeping prior to and at the time this was noted, so the breakage was not due to patient movement/activity.